Manufacturer narrative:
As reported, the button of a 6f exoseal vascular closure device (vcd) was too stiff to press after the indicator turned black during retraction in a contralateral approach. After pulling slightly further, the indicator turned red and the device was removed without being able to press the button. The procedure was completed with manual compression. There was no reported patient injury. The procedure was performed using a retrograde approach during an interventional procedure in which the exoseal vascular closure device (vcd) was used. Angiography confirmed the suitability of the femoral artery, including verification of the insertion angle (30¿45 degrees) of the vascular sheath introducer. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vcd use. There was no difficulty connecting the vascular sheath introducer with the vcd. A 6f 10 cm non-cordis sheath was used. The product was discarded. A review of the manufacturing documentation associated with lot 18480988 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the button of a 6f exoseal vascular closure device (vcd) was too stiff to press after the indicator turned black during retraction in a contralateral approach. After pulling slightly further, the indicator turned red and the device was removed without being able to press the button. The procedure was completed with manual compression. There was no reported patient injury. The procedure was performed using a retrograde approach during an interventional procedure in which the exoseal vascular closure device (vcd) was used. Angiography confirmed the suitability of the femoral artery, including verification of the insertion angle (30¿45 degrees) of the vascular sheath introducer. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vcd use. There was no difficulty connecting the vascular sheath introducer with the vcd. A 6f 10 cm non-cordis sheath was used. The device was discarded.